Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the customer had message that they need to replace battery. The customer stated that the pump wouldn¿t let them get out of locked screen and now the pump died. The customer stated the display was not blank less than 30 seconds. The customer was advised to remove the battery. Insert battery alarm did not display on the pump screen. The battery cap was damaged. The customer stated the contacts on the battery cap were damaged. A new battery cap will be shipped. The insulin pump will not be returned for analysis.